Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice/homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:44:22. During night drain cycle two, the patient's ultrafiltration reading was 1341ml, indicating the home patient drained 1341ml more than their maximum programmed fill volume of 2200ml. No further information was available.